Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08740 inches. The test p-cap locks properly in place in the reservoir compartment noted. No cracks on the case on the reservoir tube noted. Device received with pillowing keypad overlay. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's spouse reported via phone call that the customer was hospitalized due to hyperglycemia on (B)(6) 2020 with unknown blood glucose value. The customer was assisted with troubleshooting. The customer was treated with insulin drip. Customer was alleging the insulin pump was under delivering because blood glucose did not go down and they have changed the set. Customer stated insulin pump system had not been in use within 48 hours of reported high blood glucose event. Customer also stated that one of the grooves on the upper left on the reservoir side was chipped while inspecting the insulin pump. The insulin pump will be returned for analysis. The reservoir will not return for the analysis.